Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacturing of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following information: it was reported that the 6fr glidesheath slender was removed as normal protocol with tr band inflation. The tr band was inflated properly (i.e. Flash of blood then additional insertion of air for patent hemostasis). The tr band balloon then deflated prematurely almost instantly, enough for blood to flash into the band. The estimated blood loss was less than 250cc. The procedure being performed prior to the use of the tr band was a left heart catheterization.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.